Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2009, the patient presented with a small 4mm wide x and 1.5cm long mesh erosion on (B)(6) 2009. Reportedly, the patient underwent surgery (date unknown), where the mesh was grasped with smooth forceps and trimmed with mayo scissors, and then silver nitrate was applied to the area. Reportedly, the patient's erosion was resolved on (B)(6) 2009, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: part of an investigator-sponsored research trial, sponsored by (B)(6).